Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 it was reported that the physician¿s handheld was not communicating about 3-4 times, not on the same occasion. It was noted that the serial cable failed once before and once the serial cable was moved further into the serial cable the handheld worked. However, as this happened again, the physician wanted the handheld replaced. The handheld, serial cable, and flashcard were returned for product analysis on 11/11/2014. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2014 product analysis was completed on the handheld and flashcard. An analysis was performed on the returned handheld and it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. The flashcard and software performed according to functional specifications.